Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the connecting section of light guide was broken due to a component failure of the light guide bundle. The scratches on the charged coupled device glass were caused by a component failure of the charged coupled device, the defect in the light guide cover glass was caused by a component failure of the distal end, and the broken universal cable was caused by a component failure of the universal cable sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a broken connecting section of the light guide, scratches on the charged coupled device glass, a defect in the light guide cover glass and a broken universal cord. There was no patient involvement.